Event description:
It was reported that insulin leaked into the cartridge compartment. The patient noted that the cartridge compartment appeared to be wet. He said that he could not detect the location of the leak. The luer lock connection to the tubing was confirmed to be secure. There was no visible damage to the tubing and no cracks in the cartridge, and the three black o-rings on the cartridge are intact. The patient reported that he dried the compartment with a cotton swab and completed the rewind, load cartridge, and prime steps without difficulty or further leakage noted. He denied blood glucose excursion due to the leakage; he reported his blood glucose was 238mg/dl at the time of the event.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.